Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # n90z7y. The analysis results of the b12lt found that the device was received with the duckbill out of position and present. In addition, the tyvek was returned for analysis. One potential cause for the damage found may be the snagging of an instrument during insertion. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable:

Event description:
It was reported that during an unknown procedure, the device disassembled inside the patient's cavity. Unknown how case was completed. There were no adverse consequences for the patient.